Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken: exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the following failure: damaged by dropping. The probable root cause of the event was determined to be handling faulty..the device was discarded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a device failure. The battery does not function, the power drive does lose power faster than normal. The device was sent in for evaluation and repair. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.